Event description:
It was reported that the patient experienced dizziness and fatigue the last three months. The patient was dependent on the device for normal function. Ventricular noise reversion, pacing inhibition and a significant increase in pacing impedance was observed on the right ventricular (rv) lead. Programming changes were made to sensitivity as well as auto capture. The patient was monitored. The rv lead was subsequently capped (B)(6) 2024 and replaced.

Event description:
New information received notes the right ventricular (rv) lead was capped (B)(6) 2024 not (B)(6) 2024.